Event description:
It was reported that the renasys go pump had the blockage alarm for two weeks straight even though there was no blockage, it was more like a false alarm. The clinical team followed all necessary troubleshooting and the machine still alarmed. The patient did not sleep and complained. No patient harm reported

Manufacturer narrative:
The device used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device. If the device is returned in the future this complaint will be re assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture, please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.